Event description:
Procedure: low anterior resection. According to the reporter: while applying two full turns and upon removal, the anvil flipped and the anvil became dislodged from the stapler. A colotomy (incision in colon) had to be made proximal to the anastomosis to retrieve the anvil. The colotomy was closed. The anastomosis tested fine. There was no further report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4)